Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was at end of life and underwent ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was not returned.